Manufacturer narrative:
Follow-up #1: date of submission 07/01/2016. Device evaluation: the pump was returned and evaluated by product analysis on 06/07/2016 with the following findings: an unexplained pump reboot was observed in the pump black box data. During a visual inspection of the pump, evidence of moisture damage was found in the battery compartment and on the battery cap. A leak test was performed and passed. During testing, the pump was powered on and no power issues were duplicated. The pump case was removed, and no further evidence of moisture ingress was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump lost power. There was no allegation of an adverse event with this complaint. The reported issue was not resolved with troubleshooting. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.